Manufacturer narrative:
Other text: it has been determined that complaint file (B)(4) with a manufacturing report number is a duplicate complaint entered in error. Please disregard the previous submission(s). Any additional reporting will be conducted under the applicable file.

Event description:
It was reported that before preparing to use the product on the patient, it was missing an accessory, which was the guide wire protection catheter. No patient adverse event.

Manufacturer narrative:
Other, other text: device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.